Manufacturer narrative:
The tech replaced the cable assembly and the caregiver membrane to repair the bed.

Event description:
Info received indicates there is no function control on the left siderail due to the inter-cable assembly being cut and copper wires were exposed.